Event description:
Md inserted corttrac 2 nasogastric feeding tube and was unable to remove the electromagnetic stylet. Ng was removed and checked, and the stylet was still getting stocked inside. The tube was discarded. New one used without problems. 20-9438trak2 30167340.